Manufacturer narrative:
(B)(4). Device not returned to manufacturer.

Manufacturer narrative:
This report is filed april 16, 2014.

Event description:
Per the clinic, the electrode array was inadvertently removed from the cochlea during an ear cleaning procedure. The device was subsequently explanted on (B)(6) 2014 and the patient was reimplanted with a new device during the same surgery.